Event description:
Rn reported faulty intravenous (IV) tubing. Rn entered patient's room and found IV tubing to have come apart at the hub connector. Event regarding IV coming apart at the hub; this type of event has been monitored for over a year; as a result there has been a change in IV supplies. While the incidence is less, we have asked staff to report such occurrences to better monitor them, and staff are reminded to tighten at the hub site following IV insertion.